Manufacturer narrative:
An outside of the united states customer contacted siemens to report that one falsely depressed creatinine (crea_2) test result was obtained on each of two samples from an atellica ch 930 analyzer. It was reported from the customer site that the wash station was leaking. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse repaired the leak at the wash station, resolving the issue. The cause of the falsely depressed creatinine (crea_2) test results was the wash station leak. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. MDR 2517506-2023-00150 was submitted for the same event.

Event description:
One falsely depressed creatinine (crea_2) test result was obtained on each of two samples from an atellica ch 930 analyzer. The initial results were reported to the physician(s). The same samples were repeated on an alternate instrument. The repeat results were reported to the physician(s) as the correct results. There are no known reports of patient interventions or adverse health consequences due to the discordant results.